Event description:
The unit that was implanted in 2010 was removed in 2012. The ¿wires had came through¿ and ¿it rubbed thru the skin.¿ it was noted over the last nine years, the patient has had over 20 surgeries, it was hard to remember the dates for all of them. The patient¿s health care provider (hcp) confirmed the lead and implantable neurostimulator (ins) were involved in the reported event. The wires eroded thru the skin in line with previous surgical incision. The patient recovered without permanent impairment. It was noted the patient is a very thin lady, little subcutaneous fat. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3987a, lot # n096219, implanted: (B)(6) 2007, product type lead; product ID 3987a, lot # n096219, implanted: (B)(6) 2007, product type lead. (B)(4).